Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 8 days (31jan2024 ¿ 08feb2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm was observed on 08feb2024 correlating to the system¿s power-a line, and the alarm remained active throughout the remainder of the data. The driveline power fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, the alarm resolved upon exchanging the patient¿s system controller and modular cable (lot number 7871963, evaluated separately). Questions regarding the equipment¿s return status was asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a patient who presented with a driveline fault alarm. The event log file captured driveline power fault events starting (B)(6) 2024 at 1133 and continued for the remainder of the log file. The site noted that clearing the alarms with the system monitor did not work, and the modular cable and system controller were exchanged. The alarms resolved, and the patient was asymptomatic and discharged home.